Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist stated that there was one discordant toxoplasma igm result of 196 samples run at the customer site. The specificity of immulite 2000 toxoplasma igm at this customer site is 99.5 percent. Immulite 2000 toxoplasma igm instructions for use lists the specificity of assay as 95.6 percent. Based on the data provided by the customer, toxoplasma igm assay is meeting IFU claim and the assay is performing according to the specifications. The cause of the discordant, false reactive toxoplasma igm results on one patient sample is unknown. No further evaluation of device is required.

Event description:
Discordant, false reactive igm antibodies to toxoplasma gondii (toxoplasma igm) results were obtained on one patient sample upon initial and repeat testing on an immulite 2000 instrument, when using kit lot 251. The sample was tested in an alternate laboratory on an alternate platform, resulting non-reactive. It is unknown if the original sample or new sample was tested in the alternate laboratory. A new sample was then obtained from the patient and was tested on the immulite 2000 instrument, still resulting reactive. The discordant results were reported to the physician(s), who questioned them. It is unknown if the non-reactive result obtained on the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false reactive toxoplasma igm results.

Manufacturer narrative:
The initial MDR 2432235-2017-00036 was filed on january 20, 2017. Additional information (01/25/2017): the initial MDR states "it is unknown if the non-reactive result obtained on the alternate platform was reported to the physician(s)." The customer has provided this information and stated that they reported the non-reactive result obtained on the alternate platform to the physician(s).

Event description:
The non-reactive result obtained on the alternate platform was reported to the physician(s) as the correct result.